Event description:
It was reported that prior to us the cardiosave intra aortic balloon pump (iabp) front end board was replaced and after rebooting unit it continues to give error code 10 failure (log fault) x3. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and verified code 10. Staff was not using up-to-date calibration tools. The fse recalibrated the unit and performed test. All functional and safety testing were conducted per manufacturer recommendation, all test pass.